Event description:
An international distributor reported that their customer's AED powered off during a rescue attempt while CPR was being performed. They further reported that after the event, the AED began flashing and alerting service codes 200 and 300. No patient information was provided.

Manufacturer narrative:
Review of the AED's internal log files indicates the device was not properly maintained. The battery pack installed in the AED was found to be expired, with a labeled expiration date of 2025-05-31. The log data documents a rescue attempt on 2025-07-15, lasting 254 seconds, during which the AED performed 19 analysis periods. No shocks were advised or delivered. During each analysis period (1-19), the device detected interference from an unknown source. Although the customer reported that the AED powered off during the rescue, the log file confirms that the AED was manually powered off by the user at the end of the event. Additionally, the AED recorded service code 200, which corresponds to unreasonably low battery voltage consistent with use of an expired battery pack. Based on the initial analysis of the log files, the AED and battery pack were requested to be returned for further evaluation. To date, the AED and battery pack have not been returned.

Manufacturer narrative:
Review of the AED's internal log files indicates the device was not properly maintained. The battery pack installed in the AED was found to be expired, with a labeled expiration date of 2025-05-31. The log data documents a rescue attempt on 2025-07-15, lasting 254 seconds, during which the AED performed 19 analysis periods. No shocks were advised or delivered. During each analysis period (1-19), the device detected interference from an unknown source. Although the customer reported that the AED powered off during the rescue, the log file confirms that the AED was manually powered off by the user at the end of the event. Additionally, the AED recorded service code 200, which corresponds to unreasonably low battery voltage, consistent with use of an expired battery pack. The AED and battery pack associated with this complaint were returned and underwent bench testing. During testing, the AED operated as expected and passed all functional testing.